Manufacturer narrative:
An investigation is completed to determine the cause of this reported event. The reported event was addressed with phone support. No site visit was conducted. Isi field service engineer (fse) spoke with the customer to see if troubles persisted after instrument was reseated and moved to a position further away from firing instrument. The customer noted no issues after that. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the system had a message on the screen saying the temperature of the camera tip was unknown and to avoid contacting tissue. Prior to this message, the customer reported that the monopolar curved scissors (mcs) instrument was being used in close proximity to the endoscope and some arcing occurred directly to the endoscope. An intuitive surgical, inc. (Isi) technical support engineer (tse) found several endoscope communication errors and warnings on the endoscope. The tse recommended reseating the endoscope and if the issue persisted to try a back- up endoscope. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the grounding pad was attached to the patient leg. The grounding pad did not appear to have any issues/defects. It was unknown where the energy leak/arc from on the monopolar curved scissors (mcs) instrument. Mcs tip cover was not pushed all the way down. The mcs instrument tip cover accessory had no damage. The patient had not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument and the associated accessory are not available for return to isi for evaluation.